Event description:
It was reported that a flo-gard infusion pump had an unspecified problem with the door. It was not specified when in the process this occurred. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The broken door was identified during the visual inspection and in the alarm log. The cause of the condition was determined to be a damaged pump head door assembly. To correct the condition, the pump head door assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.